Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® edta 2k there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: "there was a black burr on the cap part. No health hazard was reported."

Event description:
It was reported when using the bd vacutainer® edta 2k there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: "there was a black burr on the cap part. No health hazard was reported."

Manufacturer narrative:
H6: investigation summary: bd received 1 samples and 4 photos for investigation. The photos and samples were reviewed and the indicated failure mode for damaged shield with the incident lot was observed. Additionally, retention samples from bd inventory, were evaluated by visual examination and the issue of damaged shield was not observed. Bd determined that the root cause of the indicated failure mode was attributed to manufacturing. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.